Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient reported experiencing pain, erosion, extrusion of mesh, dyspareunia.